Event description:
In response to "physician notification" from MFR that all v-110c devices could malfunction and that to guard against this, the v-110 device would need to be reprogrammed and antitachycardia pacing abandoned, a new tiered therapy device was required to manage this pt's ventricular tachycardia.